Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor would intermittently turn off during procedures. No pt injury was reported.